Manufacturer narrative:
(B)(4): the device reported, (B)(4), is an abbott product that is marketed internationally which is the same or similar to a device, list number 51364, that is marketed domestically. (B)(4)

Event description:
Approximately 12 months ago, an abbott inverta peg tube was fitted in the patient. On (B)(6) 2010, 11:00 am, the abbott inverta peg was removed at bedside from the patient as part of routine maintenance. A replacement tube, m190, was inserted, and the gastric position was verified. At 7:00 pm, the nurse reported the patient had abdominal pain when feeding with the nutritional product commenced. The patient was sent to the hospital on (B)(6) 2010. The abbott representative visited the patient on (B)(6) 2010 while in the hospital. The post peg change abdominal pain three weeks ago was caused by a leaking fistula in the transverse colon probably created during the original endoscopic procedure of insertion and opened during removal.